Event description:
It was reported that the actuator snapped off lift unit. The end user was using the lift when it broke and she fell in the bath tub. No injury was reported. The lift was sitting flat and level in the bath tub.